Event description:
It was reported that the customer felt something different than usual while priming the reservoir. The customer stated that there was a gap between the reservoir and the piston. The customer did change the reservoir, but the blood glucose increased and the customer ended in the hospital with ketoacidosis and high blood glucose of 442mg/dl. The customer was treated with an insulin pen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No motor or display anomaly noted.